Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose level of 220 (mg/dl) and delivered two boluses with pump to address bg level. Subsequently, customer experienced a low bg level of 65 (mg/dl). Customer consumed juice to stabilize bg levels. Recommendation was made to consult with health care provider regarding diabetes management.